Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's shoulder implants were revised following shoulder arthroplasty, due to loosening of the glenoid baseplate.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Operative notes were received and confirm that the patient underwent a revision due to loosening of the glenoid baseplate. It is also noted that the baseplate was drilled toward the center, which does not follow the surgical technique. Per the surgical technique, "do not aim the drill towards the trabecular metal center post." Use-error is considered to be the root cause.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The baseplate was received for evaluation. Dimensions taken are within specifications. The item exhibits damage to the post and scratches/gouges on the taper. Bio debris on can be found on the trabecular metal. The device history records for the baseplate were reviewed and identified no deviations or anomalies. This device is used for treatment. A complaint history review was conducted for the device and identified no additional complaints for the same lot. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The scratches/gouges seen on the taper are consistent with removal of the device. The damage on the post is due to screw running into it. It is noted in surgical procedure to, "...not aim the drill towards the trabecular metal center post." A definite root cause cannot be determined with the information provided. This report is number 1 of 3 mdrs filed for the same patient (reference 0009613350-2016-01497 / 01498).